Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0066388. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample was received. No photo was provided. Sample analysis could not be performed, and the symptom reported by the customer could not be confirmed. Based on the investigation carried out and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. This lot was produced for (B)(4) units; therefore, the cpm is (B)(4).

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: use a 10ml flush to seal the tube after infusion to the patient to avoid blockage of the indwelling needle. When preparing to operate for the patient, it was found that the syringe of the flush was cracked and damaged, which made it impossible to use it normally.